Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed a separation on the tip of the device, close to the spines area, with exposed internal components, as well as bent electrodes with sharp edges. Deflection testing was performed, and the deflection mechanism failed specifications due to the damage observed at the tip area. A manufacturing investigation was performed. During the investigation we found that the device was manufactured in accordance with the specifications of our process, passing each of the functional and deflection tests. Therefore, it is not possible to objectively determine in which part of the process this defect originated, since, within our process we have some process or equipment that generates that defect. However, given that the records show all functional, dimensional and visual tests were approved correctly, it is possible that this problem occurred during handling or transportation after the subassembly. A manufacturing record evaluation was performed for the finished device lot number 31591560l and no internal action related to the complaint was found during the review. The deflection issue reported by the customer was confirmed as the damage observed could be related to the reported event. The tip damaged could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: adjust the radius of curvature as necessary by manipulating the thumb knob. Pushing the thumb knob forward causes the catheter tip to curve; pulling the thumb knob back straightens the catheter tip. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and post procedure the bwi product analysis lab identified a separation on the tip of the device, close to the spines area, with exposed internal components, as well as bent electrodes with sharp edges. During the procedure, the curve of the pentaray catheter was damaged. The physician did not continue the procedure with this device. The device was replaced and the procedure continued. No patient consequences were reported.